Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 10:20 a.m. On the day she contacted lfs. The patient claimed that she obtained a blood glucose result of "218 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "87 mg/dl" with a onetouch ultra2 meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient told the cca that 10-20 minutes prior to the alleged issue starting, she had become "shaky". However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the patient was using the correct testing process. At the time of troubleshooting the cca also confirmed that the subject meter was set to the correct unit of measurement, that the test strips were not expired, and that the patient was using an approved sample site. The alleged issue was not resolved with troubleshooting. This complaint is being ruled out as an adverse event because the symptoms reported by the patient began prior to the alleged issue starting and the patient denied receiving medical intervention as a result of the alleged issue. However, this complaint is being reported as a malfunction because the two results being compared exceed lfs¿s criteria for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.